Event description:
The customer reported the ventilator failed extended self testing (est) due to a leak at the inspiratory non-rebreathing check valve. The ventilator was not in use on a patient. During evaluation, the manufacturers field service engineer reported the check valve body was found separated from the valve ring. The service engineer replaced the check valve to address the finding. Applicable final testing was completed and tests passed per operating specifications.

Manufacturer narrative:
Check valve.